Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the date of the initial trauma procedure? What size of needle was noted in the patient¿s temple? Was the needle removed from the patient on the same day? Do you have the broken needle for evaluation or any samples of lot hab705? What are the patient age, gender, weight? What is the current condition of the patient?

Event description:
It was reported that a patient underwent trauma procedure on unknown date and suture was used. The end of the needle broke off in the patient's temple while repairing a stab wound. A second procedure was indicated to remove the needle piece. Additional information has been requested.